Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and discovered air bubbles in cell 2, tubing line 7. The fse replaced the tubing, the electrodes (na/k/cl) and the sample pot to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic sodium patient results due to low anion gap values on their cell 2 of au5800 clinical chemistry analyzer. The customer estimated 15 patients had erratic results, but they were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.